Manufacturer narrative:
Product evaluation: -- indigo handpiece 1845000 ¿ pre-repair temperatures recorded after running the device for 1 minute at 60,000 rpm: t1 ¿ 29.6 c, t2 ¿ 26.9 c. Bearings were replaced on the device due to corrosion. The device was cleaned, repaired and successfully tested to specifications. -- straight attachment 1845010 ¿ pre-repair temperature recorded after running the device for 1 minute at 60,000 rpm: 26.3 c. -- angled attachment 1845020 ¿ pre-repair temperature recorded after running the device for 1 minute at 60,000 rpm: 27.3 c. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant devices: 1845010: attachment 1845010 indigo otol straight, s/n (B)(4), lot 206363140, UDI # (B)(4), manufactured: 2012/11/20 - 1845020: attachment 1845020 indigo otol angled, s/n (B)(4), lot 206374943, UDI # (B)(4), manufactured: 2012/11/27. Product evaluation: analysis results are not available; the device has not been returned for evaluation.

Event description:
It was reported that during a mastoidectomy, the product overheated immediately and it was too hot to be held by the physician." It was confirmed that the drill overheating when using each of the attachments. A backup drill system was used to complete the procedure; there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.